Event description:
Brush heads have broken while brushing [device breakage] no adverse event [no adverse event] case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via phone on (B)(6) 2017 that both of the oral-b power oral care refills crossaction had broken while he was brushing with an oral-b rechargeable toothbrush, version unknown. This was not the first time the consumer had used the crossaction brush heads, and he still had one left. No symptoms developed. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
22-jan-2018 product investigation results: reporter returned product on 14-dec-2017. Investigation results showed that crossaction refill head has a broken t-bar drive at welding; reason for its breakage is effect of force.

Manufacturer narrative:
Return of product has been requested. Reporter returned product on 14-dec-2017. Product investigation is in progress.

Event description:
Brush heads have broken while brushing [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via phone on (B)(6) 2017 that both of the oral-b power oral care refills crossection had broken while he was brushing with an oral-b rechargeable toothbrush, version unknown. This was not the first time the consumer had used the crossaction brush heads, and he still had one left. No symptoms developed. Relevant history: none reported. No further information was provided.